Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor position encoder error alarm and motor error alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer advised there was no damage to the drive support cap however there was a motor position encoder alarm in addition to the motor error alarm. Customer advised the insulin pump was not exposed to a high magnetic field. Customer was advised to discontinue use of the insulin pump and to revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarm due to overwritten history file.